Manufacturer narrative:
This is a final report. The meter involved in the original complaint was disposed of by the customer. The medical event reported was due to a delivery delay of the replacement product. No product has been requested back and no further investigation will be performed.

Event description:
An adc customer reported that due to a delivery delay from their replacement meter being on back order she was unable to test, self-medicate and experienced feeling "lightheaded" and then reportedly 'fell in the parking lot' hitting her head on (B)(6) 2010 at 1230pm. No third party medical intervention was reportedly required and customer ate food and drank juice. No additional information was provided. There was no report of death or permanent impairment associated with this report.